Event description:
Room staff stated that they could smell electrical smoke, after smelling the smoke the surgical table tilted slightly to the right. Surgical table was disconnected from its electrical source. The procedure was completed and the patient was moved from the table without adverse affects. During shoulder arthroscopies large amounts of fluid are used. It was determined that electrical switches under a cover were exposed to excessive fluid thus shorting out causing the table to tilt.